Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed, and no disconnections were noted. An air passage test was performed, and no leaks were observed. A traction test was performed, and the devices were within product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic y type tur set leaked at the connection between a bag and the spike. The device contained sterile water. A new set was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.